Event description:
It was reported that the pump alarmed "no disposable pump won't run". Pump settings: res vol= 78.9 ml, rate=2.0 ml/hr, given = 11.65 ml. Air in line was noted. Patient was not affected. No further information available.